Event description:
Boston scientific received information that this system was exhibiting out of range pacing impedance measurements on the left ventricular (lv) channel. A revision procedure was performed and the lv lead was removed from service and replaced. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The lead was surgically abandoned and was not returned for testing. Therefore, boston scientific cannot confirm the reported clinical observations. No other adverse events have been reported. This product issue will be re-evaluated if additional details are received.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received confirming the out of range measurements were greater than 2000 ohms and were observed through the device and the pacing system analyzer (psa). No other adverse events have been reported. This product issue will be re-evaluated if additional details are received.